Event description:
It was reported that during a labral repair procedure using a speedstitch suturing device, the needle became jammed in the handle, preventing the device from working properly. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.